Event description:
It was reported that the ventricular lead malfunctioned. The lead was removed and replaced. Follow up to determine the details of the malfunction were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead in segments was returned and analyzed. The proximal conductor was fractured. The defibrillator conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled; the outer overlay had cosmetic environmental stress cracking. The outer tubing environmental stress cracking breach/breach (non-electrical) and was breached cut. The outer insulation had cosmetic depression.